Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported bradycardia has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The clinical details provided were not sufficient to determine a root cause. The cause of the bradycardia and its relation to impella were not determined since the product, data logs, and sufficient clinical information were not provided. This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-05538 was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 61-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient was being transferred to ICU when the impella migrated into the left ventricle. The patient became bradycardic and asystole occurred. CPR was initiated immediately, and rosc (return of spontaneous circulation) was achieved. The impella position was verified under echo guidance and was 2.7cm below valve. The patient is stable.